Event description:
It was reported to heartsine that their device did not detect a shockable heart rhythm. However, the customer, a healthcare professional later indicated that the device did not perform defibrillation because the rhythm did not meet the criteria for defibrillation rhythm, and it can be seen that is recorded correctly. This was observed during a review of the electronic record of the patient event. The patient did not survive. However, the customer a healthcare professional stated that the device did not analyze to shock the patient as the patient's rhythm did not meet the criteria for a shockable rhythm.

Manufacturer narrative:
The customer a healthcare professional stated that the device did not analyze to shock the patient as the patient's rhythm did not meet the criteria for a shockable rhythm. There was no allegation of a device failure, or that the device use contributed to the patient outcome., the customer was making an inquiry to some questions he had related to the post event review of the electronic records of the device. The device was not returned to heartsine for evaluation.

Event description:
It was reported to heartsine that their device did not detect a shockable heart rhythm. However, the customer, a healthcare professional later indicated that the device did not perform defibrillation because the rhythm did not meet the criteria for defibrillation rhythm, and it can be seen that is recorded correctly. This was observed during a review of the electronic record of the patient event. The patient did not survive.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.